Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuits are currently en-route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that two rt266 infant dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) field representative that two rt266 infant dual heated evaqua2 breathing circuits failed the pre-use leak test. There was no patient involvement.

Manufacturer narrative:
(B)(4), method: the complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where they were visually inspected and pressure tested. Results: visual inspection revealed no damage or defect with the returned breathing circuits or the drylines. Pressure testing revealed that the breathing circuits were outside of specification. A waterbath test identified a small leak between the elbow connector and collar. Conclusion: we were unable to determine what may have caused the leaks all rt266 infant dual heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."